Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the tip of the ortholock ex pin broke off during medial to lateral insertion into the tibia. The fragment was not removed. It was reported that the procedure was completed without a clinically significant delay, and with the use of navigation. No adverse consequences or medical intervention were reported.